Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the valve failed due to stenosis. Per report, the patient was admitted over the weekend due to cardiogenic shock, and recent tomography revealed the valve was under-expanded. The patient underwent a successful valve-in-valve procedure with a 23mm sapien 3 ultra valve. Additional information provided per valve clinical coordinator indicating the patient had experienced shortness of breath, heart failure and a decreased ejection fraction. The patient was also placed on extracorporeal membrane oxygenation (ECMO). Prior to valve-in-valve intervention, the mean gradient measure 50mmhg, valve area was 0.4cm^2 and the leaflets were diffusely calcified. The perceived root cause of the reported event is calcification. On postoperative day 1 after valve-in-valve, the patient was decannulated and the ejection fraction improved to 43 percent.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on the provided medical record. Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had a medical history of radiation therapy (xrt), chemotherapy, lymphoma, etc. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.